Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device is being filed under a separate medwatch report number. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.na.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous de novo mid left anterior descending artery (mlad) that is 90% stenosed. A 2.0x15mm traveler balloon dilatation catheter (bdc) was attempted to pre-dilate the lesion; however, ruptured during the first inflation at 10 atmospheres (atm). A second 2.0x12mm traveler was attempted to pre-dilate the lesion, but ruptured during the first inflation at 10 atm. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.